Event description:
It was reported that prior to the implant procedure, the battery bar of the cardiac resynchronization therapy defibrillator (crt-d) was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for two days. The device was never opened and was not implanted. No patient complications have been reported as a result of this event.